Event description:
Customer reported unknown cause of high blood glucose levels, with sensor displaying "high" without a specific value. Cause was not known. The customer attempted to correct the high level with a bolus via pump and consulted tandem technical support, who advised inspecting various components without finding any issues. Customer was advised to discuss with healthcare provider for further evaluation and to replace supplies if necessary, before resuming insulin therapy.